Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-mar-2016, an fse visited the customer facilities and replaced the b/f incubator table unit assy. Performed all alignments for the assembly, and checked and adjusted the b/f incubator temperature and tested with acceptable results. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a damaged b/f table assembly unit.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4163: x-axis cup transfer z-axis home overrun with their aia-2000 analyzer. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.